Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a transmitter issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event the patient experienced a transmitter issue was not confirmed. A root cause could not be determined.